Event description:
This spontaneous report was received from the husband of (B)(6) female regarding lubricating gel. On (B)(6) 2013 the consumer used an application for personal lubrication and within 10 mins of application and sexual intercourse she developed an allergic reaction with a burning sensation, welts, rash and swelling of the genital area. The consumer was treated on (B)(6) 2013 in an emergency room with an unspecified steroid injection and another unspecified medication. She was discharged on (B)(6) 2013 after 4-5 hours in the emergency room with the diagnosis of rash and allergic reaction. She was given orders to take benadryl and an unspecified steroid. The burning sensation and genital swelling resolved on (B)(6) 2013; the rash and allergic reaction resolved on (B)(6) 2013. Medical confirmation is being sought. See MFR report 2434221-2013-00001 for a report regarding the consumer's spouse.